Event description:
While attempting to defibrillate a patient (age & gender unk) the internal handles would not allow the associated defibrillator to discharge. Complainant indicated that they attempted to defibrillate with three sets of internal handles and were not able to discharge. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.